Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 250 ml capacity had particulate matter in the bag. This was noted upon filling the bag with normal saline, using a baxter pharmacist pump. The reporter described the particles as ¿silver plastic¿ and ¿hair like,¿ and it was noted that the particulate was not noticed earlier because the color resembled that of the bag. There was no patient involvement. No additional information is available.